Event description:
It was reported that, the cardiosave intra-aortic balloon pump (iabp) unit had an autofill failure.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
Updated fields: b4, d9, g3, g6, h2, h, h4, h6, h10, h11. Corrected fields: b5, b6, b7, d1, d4, d10, h6 (health effect - clinical code, impact code). A getinge field service engineer (fse) evaluated the unit for the reported malfunction. The fse found that the deep vacuum test was failing. The fse replaced the vacuum inlet filter and performed all functional tests. It was observed that battery slot 2 was not working. The fse replaced the power management board (0670-00-1162). All performance tests were performed. The iabp was handed over to the customer in good, working condition. The failure analysis and testing department received a power management board p/n 0670-00-1162, serial number: (B)(6) with a reported the unit failed vacuum test. Performed visual inspection of power management board per the cardiosave service manual and found no visual damage. Installed power management board into iabp cardiosave test fixture. Performed and tested in accordance with procedure and the cardiosave service manual. The tests show a problem with the 1162 board is not charging the battery in slot #2. The failure analysis and testing department could not replicate the failure experienced by the customer. Sending the power management board to the supplier for further failure analysis as per procedure. The failure analysis and testing department received a filter vacuum inlet p/n 0103-00-0631, with a reported of the unit failed vacuum test. Performed visual inspection of the filter vacuum inlet per the cardiosave service manual and found no visual damage and the part looks to be in good condition. Installed the filter vacuum inlet into cardiosave test fixture. Performed and tested the filter vacuum inlet in accordance with the cardiosave service manual. Found that all functions were normal. The tests did not trigger the reported problem of the unit failed vacuum test. The failure analysis and testing department was unable to replicate the failure experienced by the customer. Retaining the filter vacuum inlet in the failure analysis and testing department per procedure. The fat dept received part number: 0670-00-1162 serial number: (B)(6) from the supplier. The supplier evaluation states the following: perform visual check. Result: no abnormalities found. Board was re-tested at fct . Result: failed step 4.7.2.1 card power voltage_slot1 perform troubleshooting. Result: found component ic u6 defective . Ic u6 defective . The fat dept will retain this part as per procedure.

Event description:
It was reported that during a routine check , the cardiosave intra-aortic balloon pump (iabp) unit had an autofill failure. There was no patient involvement.